Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose was unknown. The customer was assisted with troubleshoot for multiple pump error alarms. Customer states pump was not exposed to a high magnetic field. Customer stated they are able to rewind the insulin pump. The customer¿s was assisted with performing self test and test results were failed. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.